Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6), product type accessory product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis found non-conformances and the recharger was subsequently scrapped. The recharge antenna cable got hot after running for 10 mins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt mentioned they charged their implanted neurostimulator(ins) every 6 days when the ins charge was at 30% or so and yesterday, when the pt went to charge the ins, the pt could only get the message "replace controller batteries" and could not get the ins to charge. Pt said they saw a plug, but no percentage on the batteries screen on their controller. Pt then sent a text message to their rep who texted the pt back and redirected to pats. Pt mentioned they reset the controller, but controller reset did not resolve issue. During the call, pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt then attempted to charge their ins, but "had to plug the controller into the ac power supply." Pt then plugged the controller into the ac power supply and the controller screen came on. Pt was at the batteries screen and mentioned they had a plug, but no percentage. Pt mentioned their li battery pack was "loose and in two pieces." Patient services specialist(pss) understood the pt's li battery pack had split apart and was not charging in the controller. Pt did not see a green blinking light when li battery pack was installed and controller was plugged into ac power supply. No damage was detected to ac power supply. Pt's ins was low on the call. An email was sent to the repair department to replace the li battery pack. Additional information was received from the pt. Pt called back stating they called a couple days ago because something would not charge. Pt said they got a message that said it was no good and needed to be replaced so the pt got the new controller battery, and it did not fit into the controller. During call it was noticed that part of the old controller battery casing was still stuck in the controller battery compartment, so the pt got the rest of the casing out. The pt was able to recharge the controller with their new controller battery. Patient called back and stated their battery pack was replaced but they thought the controller was the issue. Patient stated they attempted to charge the implant and got no device found. Agent was confused on how the patient explained the situation. Patient first noted that the controller became unresponsive when they unplugged the recharger from the controller, then the patient noted the controller was fully charged and before the patient plugged the recharger the controller already became unresponsive. Patient reset the controller to resolve the issue. Agent offered to reboot the controller/charge the implant. Patient removed the battery from the controller and noticed that the 4th pin was down and the 1st, 2nd, and 3rd pin were aligned. Agent sent email to repair to replace the controller. Pt called back stating they just got a new controller sent to them because the old one was not working. The pt was able to charge their ins to 60% which caused their controller battery to be low. The pt was wanting assistance on setting up the controller date and time but it was grayed out, pt verified the new controller was being used and it was paired to the ins. During call ps had pt reset the controller and when they unlocked the controller they got no device found even though the ins was at 60%, pt reset the controller again and they were able to get the controller to connect to the ins. Pt verified again the ins was at 60% battery. Pt locked the controller and when they tried to connect again with no rtm plugged in they got no device found. An email was sent to repair to request a new controller. Pt called back again stating that they are still having issues with charging the implant (which is the initial issue they had when the battery broke) and the only thing left to replace is the recharger. Agent walked caller through passive recharge mode ; 100-100-100 and caller stated that the implant was 30% charged so it is not discharged. Agent sent email to repair to replace the recharger.